Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an endocarditis experienced by the patient. This lead is not expected to return. No additional adverse patient effects were reported.